Manufacturer narrative:
Block b3: exact date unknown, event occurred mid 2024.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well post operatively and the explanted device will not be return. Additional information was received that patients ipg was not working as intended.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well post operatively and the explanted device will not be return.